Event description:
It was observed during the device inspection, that the colonovideoscope exhibited fecal liquid residue in the auxiliary water tube after flushing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in sub-water supply channel could not confirmed during device inspection and a definitive root cause of the issue could not be determined, however, it is possible that the observed buckling of the secondary water supply channel prevented proper reprocessing and removal of foreign material. The issues may be detected/prevented by following the instructions for use sections: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.